Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) , implanted: (B)(6) 2025,explanted: (B)(6) 2025, product type screening device product ID 977d260 lot# serial# (B)(6) ,implanted: (B)(6) 2025,explanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the hematoma developed a few hours after the procedure. Rep was unaware of the exact cause of the inability of the patient (pt) to feel their legs or the development of the hematoma. Rep believed the loss of sensation had to do with the hematoma, according to the pt's doctor. Rep did not follow up with the pt after their family member let them know that the pt was in surgery. The pt had surgery to resolve the issue the day after the procedure, date (B)(6) 2025. It was unknown if the issue has been resolved post-surgery as rep has not followed up with pt. The doctor who performed the trial confirmed that the pt had surgery to repair the hematoma.

Manufacturer narrative:
File corrected to add medra code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). The reason for call was today the patient had a trial put in for pain in their right leg for they had crps. During the trial the patient was hurting so much that the medtronic representative turned the stimulation way down to where the patient could stand and everything else. When the patient got home they had no feeling from their waist down whatsoever and they had to call a fire department to come and help get the patient in a wheelchair so they could get off the floor. Now the patient wanted to turn the therapy off but they could not connect to the handset for it said it was not found. The patient was redirected to their healthcare provider to further address the issue. Patient service emailed local reps. Additional information was received from the manufacturer representative (rep). Rep reported that the patient developed a hematoma within a few hours after their scs trial. Pt was taken to the ER a few hours after their trial because they were unable to feel their legs. Pt rep reported they were undergoing surgery for a hematoma. The leads were explanted and status unknown. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device product ID 977d260, serial# (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 07-feb-2029, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 06-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.